Event description:
The lay user/patient contacted lifescan alleging the meter battery cover fell off after the meter was dropped. There were no allegations of harm or injury. A replacement battery cover was sent to the patient.